Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 13 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient¿s pump went empty and now the patient was in the ER (emergency room). The ER hcp wanted to have the critical alarm silenced and have the pump be put into minimum rate until the patient got their pump refilled tomorrow as they were not going to refill the pump on the date of the report. Additional information was received on (B)(6) 2018 at which time it was reported that the environmental, external, or patient factor that may have led or contributed to the issue was ¿non-compliance with finding a new pump manager¿. The diagnostics and/or troubleshooting performed was noted to be that the pump was interrogated and the physician ordered his nurse to reduce the pump to minimum rate. It was noted that surgical intervention was planned, but not yet scheduled. The issue was reported to be resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.